Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that on (B)(6) 2024 the product was removed due to leakage. There was no harm reported. Additional information was received and stated that it was unknown which part of the PICC line was leaking.

Manufacturer narrative:
Please disregard this report number (1423537-2024-00092). This device is not sold in the united states and a similar device is not marketed/distributed in the united states. This complaint report was generated in error and no report is required.